Manufacturer narrative:
The explanted ipg was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that patients ipg was in uncomfortable site and would no longer charged. The patient underwent an ipg explant procedure and was doing well postoperatively.